Event description:
During service of the compressor-mini it was noticed that the fuses were stuck in the mains inlet. No patient involvement reported. (B)(4).

Manufacturer narrative:
The investigation of the complaint has been completed. It was reported that the compressor wouldn't go into standby when connected to wall air. Our field service engineer confirmed the reported issue on-site. He also found one fuse stuck in the mains inlet. The compressor was returned to service after successful functional tests. An inspection of the returned compressor mini mains inlet confirmed that parts of a fuse was stuck (metallically "welded") into its holder and had to be replaced. It was however not reported that the fuse itself was broken before the service. Dust was found in both holders. The returned standby valve was installed in a reference compressor mini and connected to a servo-I ventilator. The compressor started to deliver air when wall air was disconnected from the compressor and went to standby when wall air was reconnected again. This was repeated several times during one day of compressor driven, problem-free simulated use test ventilation. The conclusion is that the returned standby valve worked without remarks during the investigation. The reported issue could not be reproduced in the laboratory. The returned mains inlet had a fuse stuck in its holder and was replaced.

Event description:
(B)(4).